Event description:
It was reported that the lead exhibited poor thresholds, and had not been placed in an optimal location for biventricular pacing. The lead was capped and replaced, and was later explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.